Event description:
The customer returned the gastrointestinal videoscope to the service center for a defective b-tube (cross eye) and buckled universal cord. This does not indicate an MDR reportable event. During the device analysis, a foreign material was identified on the light guide rid lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.